Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 23.45 mg/dl. The customer stated they had calibration not accepted alert. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The incorrect information related to blood glucose level submitted with the initial report. The correct information has been provided with this report.

Event description:
It was reported that customer blood glucose level was 185 mg/dl and it was not 23.45 mg/dl. Customer did not experienced low blood glucose level.